Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. However, loose connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. The guide provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during drain 1. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that there was a loose connection between the cassette line and solution bag. The technical service representative (tsr) assisted the care giver (cg) in cycling the power on the hc and in safely removing the cassette. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.